Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm string was sticking out prior to deployment. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The components returned were the delivery device, tension spring and seal. The seal was returned outside the delivery device. The loading device was not returned to the factory. The tether on the tension spring remained uncut. The plunger on the delivery device was fully pressed and the blue lock disengaged, indicating premature deployment. Microscopic inspection showed a small crack at the end tip of the seal. The following measurements of the delivery tube were taken: inner delivery tube diameter was measured at 0.198 in., the outer diameter was measured at 0.221 in. The length of the delivery tube was measured at 2.47 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the results of the evaluation, the reported failure ¿fitting problem¿ was not confirmed. The analyzed failure ¿activation problem" and analyzed failure ¿crack/delaminated seal¿ were both confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm string was sticking out prior to deployment. A replacement device was used to complete the procedure. The hospital did not report any patient effects.